Event description:
It was reported that the cannula twisted and kinked, obstructing the air flow on a size 8sct device. The info rec'd indicated the pt suffered a cardiac arrest and was successfully revived. A medwatch report #47-0012-000-1999-02 was submitted by the user facility. It was reported that the involved device might have been discarded. Caller uncertain if it would be available for an eval to be performed. As of the date on this report, the involved product has not been rec'd.